Event description:
It was reported that deployment of the proglide sutures were attempted in the right and left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 18fr sheath. Reportedly, when placing the sutures of two proglide devices in the right common femoral artery a cuff miss occurred with both devices. A cutdown was completed on the right side following the procedure. Reportedly, when placing the sutures in the left common femoral artery, the knot was high, out of the tissue tract, and could not be pushed down to close the vessel. A second proglide device and manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was a clinically significant delay in the entire procedure of 30 minutes. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported cuff miss. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Five unused representative samples with lot number (20709j1) was returned for evaluation. Functional testing was performed on all of the returned devices and the devices passed with acceptable results. No manufacturing or abnormal observations were detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.